Event description:
After the patient fell on a metal pipe on their implanted side, patient stopped responding to the device. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is yet to be scheduled.